Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, computerized tomography-abdomen was revealed that bard g2-x or eclipse inferior vena cava filter was present, with approximately 18 degrees of tilt to the right, with the apex of the filter touching the right lateral inferior vena cava wall. The filter apex was approximately 4 mm below the renal veins. There was no filter strut fracture. A single filter strut appeared to penetrate the abdominal aorta by 3 mm (series 2 image 39/coronal reformats image 82) three anterior struts were likely tethered to the dorsal wall of the third portion of the duodenum, extending 4 mm beyond the anterior wall of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.